Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients and orders were not crossing over to all stations. The technical support specialist (tss) review of the interface logs, it was identified that the primary service responsible for handling interface connections had stopped unexpectedly. Reset carefusion coordination engine (cce) services windows recovery actions to prevent future downtimes due to services failures. Following the service restore and safeguards put in place, pyxis orders resumed crossing successfully and patients were visible across all stations. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients and orders were not crossing over to all stations, with error messages indicating patients down/delayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.